Event description:
This MDR, as well as MDR#1649914199900005 and 1649914199900009 are all the same case. After the reported event in MDR#1649914199900005, the perfusionist opened a disposable to replace the one from the first incident. Upon taking the disposable out of the package, the perfusionist noticed a tear near the pin hole. This disposable was not used. The perfusionist replaced the disposable.